Event description:
It was reported that a minicap did not have enough iodine on the cap. This event was discovered before use. There was patient involvement, however there was no report of adverse event in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. A request for the return of the device has been made. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap was identified. As the minicap was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.